Manufacturer narrative:
Based on the information available, after analysis of device and device history (psdr files) philips did not identify any error or malfunction with the device. Customer misunderstood the functionality of the philips device. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Customer is provided with a new device. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It has been reported to philips there were no voice prompts when trying to use it in an emergency.

Manufacturer narrative:
Become aware date was updated as well as the evaluation method code grid and the health impact grid.

Manufacturer narrative:
Updated evaluation method code grid.

Manufacturer narrative:
The clinical assessment was performed by a philips pms clinical expert based on the information available at the time of the request. No new information was obtained as the customer could not provide. Therefore, although no harm was reported by the user, no assessment can be made regarding rpi question in the ca. Therefore, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. As a result, box a: patient information section has been corrected as well as the acknowledgement of a potential adverse event as well as adverse event/product problem field.

Manufacturer narrative:
Updated conclusion code grid.